Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 which occurred on the homechoice (hc) after use. The hp cycled the power to clear the alarm. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that the did not recall the event at all. Therapy since has been going well, and there were no adverse effects reported in relation to this event.